Manufacturer narrative:
A report was received (no sample provided) for a complaint on "inadvertent reflux was observed during one case." No component lot number was identified with this complaint, therefore, the device history record for this complaint could not be reviewed. Because a sample was not returned with this complaint, the root cause cannot be determined. (B)(4).

Event description:
Via a journal article, a surgeon reported inadvertent reflux during a vitrectomy procedure. There was no pt harm reported.